Manufacturer narrative:
The device was not returned for evaluation; however, this is a known issue that has occurred in other complaints. A scar has been issued to the supplier of the stopcock. Review of the device DHR did not find any anomalies. There were no devices of this same lot remaining in inventory for analysis.

Event description:
The hospital perfusionist reported an issue encountered with the delivery set. The report stated that the device had a leak at the stopcock of the arrest agent cassette. The report stated the issue was discovered prior to going on bypass, and another set was opened and used for the procedure instead. There were no patient complications reported as a result of the alleged issue. The device was not returned to the manufacturer for evaluation.